Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and determined that the issue was endoscope-related. The isi fse advised returning the endoscope. No site visit was conducted. The system was working properly and no additional action was required. Isi has not received the endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video clip for the reported event was submitted for review. A review of the instrument log for the 30 -deg endoscope plus (part#470057-08/ lot/serial#(B)(4)) associated with this event has been performed. Per this review of the logs, the 30-deg endoscope plus was last used on (B)(6) 2022 on system serial#(B)(4). There were 1998 uses remaining after this last usage. The instrument has max 2000 lives. This complaint is being reported due to the following conclusion: the customer lost one eye after the start of the procedure due to a non-functional endoscope. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraesophageal surgical procedure, an error 45311 and a loss of the left video message were displayed. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller if the surgeon actually lost the left video and the caller confirmed that they did. The isi tse recommended reseating the endoscope and the caller stated that they tried that with no change. The isi tse recommended using a backup endoscope. The isi tse reviewed the logs and found an error 45311. The caller stated that the surgeon did not want to use a backup endoscope at this time of the call and was continuing with the procedure with one eye. The caller was requesting field service engineer (fse) follow-up and test endoscope due to returning another endoscope recently. The site was completing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was completed with no injury to the patient. The endoscope was looked at prior to the start and no damages were noted, however, the surgeon did not look through the surgeon side console (ssc).

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/reproduced the reported complaint. Fa found error 45311 pointing to the left eye. There was no image in both eyes, the voltage test was performed and the endoscope had a vch current failure. Fa also found a bearing friction issue. The cable inspection passed, but the payload failed due to no image.

Event description:
Refer to h10/h11 for follow-up information.